Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and a corrected report was issued. The customer has replaced the instrument's measurement cartridge, the qcs are within range, and the instrument is operational. Siemens is in the process of evaluating this event. The cause of this event is unknown.

Event description:
The customer reported discrepant elevated total hemoglobin results when compared to a non siemens laboratory analyzer. There was no report of injury due to this event.

Manufacturer narrative:
Siemens reviewed the customer information provided. There is no specific evidence suggesting that the rp 500 co-oximetry on this system at the time of testing was not performing as intended. The aqc results were in expected ranges and the co-ox optical performance was within specifications. No parts were returned for evaluation so the root cause cannot be determined.